Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. The device was found to have a broken threaded heat steak. The control board was replaced in addition to the front enclosure. The device will be returned to the customer.

Event description:
It was reported that the unit got hot and had no power. No additional info was given. It is unknown if there was pt involvement or any adverse consequences related to the event.